Manufacturer narrative:
A visual examination of the returned device revealed that there was no exposed glass fiber tip remaining. Examination under magnification revealed that the pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip detached. The fiber was returned broken into three pieces. Piece one measured approximately 264 cm from the top of the connector to the break. There was a burn mark at the break indicating that the fiber broke while in use. Piece two measured approximately 22.6 cm from break to break. Piece three measured approximately 31.2 cm from break to break. Visual examination also revealed no damage to the fiber face within sma connector. The condition of the returned device confirms the event. Since the complaint is associated with a product which met specifications but most likely encountered anatomical or procedural factors which limited its performance, the most probable cause for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an accumaxtm single use holmium laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a laserclast 20w. According to the complainant, during the procedure the fiber broke outside the patient into two pieces in the surgeon's hand after 5-10 minutes of use. The procedure was completed with another accumax fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to have no issues. Complainant confirmed there was no injury to the surgeon either.

Manufacturer narrative:
(B)(4). Mfg site name (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an accumaxtm single use holmium laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a laserclast 20w. According to the complainant, during the procedure the fiber broke outside the patient into two pieces in the surgeon's hand after 5-10 minutes of use. The procedure was completed with another accumax fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to have no issues. Complainant confirmed there was no injury to the surgeon either.